Manufacturer narrative:
The device was returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material exiting from the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during the device evaluation, the gastrointestinal videoscope exhibited foreign material exiting from the air/water nozzle. However, the device was returned when the leakage issue was found during reprocessing, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned and the evaluation found the following: air/water tube had foreign objects; distal end cover had foreign objects; due to a crack on switch box, water tightness is lost; suction cylinder has no color; switch1 had a cut; due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity cannot be obtained; due to a scratch on objective lens, the image has dark area partially; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; objective lens has a chip; objective lens has a scratch; and light guide lens has a crack. Should additional relevant information become available, a supplemental report will be submitted.